Event description:
The intra aortic balloon was inserted into the pt on 4/20/98 at 7:55 p.m. And removed on 4/21/98 at 1:05 a.m. The intra aortic balloon did not malfunction. The pt had minor ischemia and lost pedal pulses which returned upon removal of the intra aortic balloon catheter. The intra aortic balloon was not returned to datascope. (Event complications: minor ischemia/lost pedal pulses/removal) required - reported 6/4/98 (pt's current status: discharged - reported 6/4/98.)